Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and other non-malignant pain. It was reported that a pump alarm was heard. The reason for the alarm was unknown, as telemetry had not yet been performed. The hcp suspected it was a low reservoir alarm because the patient was due to be filled last week (approximately (B)(6) 2015) and had not been. The managing physician was out of town that whole week. There were no symptoms reported. The event date was reported as (B)(6) 2015, as the alarm occurred on that day. The patient was being discharged from the hospital on (B)(6) 2015. No troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.